Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted on (B)(6) 2020. Upon insertion of the sensor, the needle remained stuck in the patients skin/body and the patient was not able to remove it himself. On (B)(6) 2020, a physician removed the needle under local anesthesia. No other details were provided regarding the extent of the procedure, but the patient was sent home the same day. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted on (B)(6) 2020.